Event description:
The report originally stated, one minute after starting to perform the radio frequency ablation procedure, the temperature went high and the water at the out-flow was obviously less than usual. A second needle electrode was put into use and the procedure completed. During our evaluation of the needle electrode returned sample a leak was found at the handset which would be in the sterile field.

Manufacturer narrative:
Date of initial report: 11/16/2007. The incident sample was returned and found to leak. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continous improvements to tubing set design have significantly reduced the trend in leakage complaints.